Manufacturer narrative:
Correction. MFR report # 9610847-2018-00438 was duplicate because the customer sent us his declaration which was sent to ansm, and the information was misinterpreted as a new complaint by the analyst, and thus he created a new report. Therefore, MFR report # 9610847-2018-00438 should be canceled.

Event description:
It was reported that a needle of bd saf-t-intima IV catheter safety system did not retract into the safety device.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle of bd saf-t-intima IV catheter safety system did not retract into the safety device.